Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on and water inside in it when customer went in to the pool. Customer tried to remove the water from the insulin pump and tried to turn on but nothing happened. No harm requiring medical intervention was reported. The device will not be returned for analysis.